Manufacturer narrative:
H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted into the right femoral artery in an 84-year-old male with a known history of coronary artery disease, who presented for high-risk percutaneous coronary intervention (hrpci) in scai stage c cardiogenic shock. The impella was placed to provide mechanical circulatory support during a complex coronary intervention. The patient underwent left main and left circumflex coronary artery stent placement, including atherectomy and intravascular ultrasound (ivus). It was later reported that: adverse event (ae) #1: major bleed / hemoglobin drop / anemia. Following the procedure, the patient developed acute blood loss anemia, with a greater than 2-point drop in hemoglobin, decreasing from 13.7 to 10.2, with continued downtrending to 10.4 and subsequently 7.8. The patient was noted to have low filling pressures and low central venous pressure, concerning for bleeding. Evaluation was initiated to assess potential bleeding sources, including access site bleeding, retroperitoneal bleeding, and gastrointestinal bleeding. Stool guaiac testing was performed to assess for gastrointestinal bleeding. There was no evidence of active bleeding identified at that time. Adverse event (ae) #2: hematoma. Examination of the right femoral access site demonstrated a mild hematoma, with no active bleeding noted. The access site was monitored, and no additional intervention was required beyond continued observation. Adverse event (ae) #3: blood transfusion. Due to ongoing anemia and hemoglobin decline, the patient received packed red blood cell transfusions, including one unit of prbcs, with hemoglobin improving from 7.8 to 9.7, followed by downtrending to 8.5. The patient continued to receive blood transfusion support, with plans to transfuse to maintain a goal hemoglobin greater than 8. The patient was maintained on active type and screen, and serial cbc monitoring was performed. Adverse event (ae) #4: anticoagulation management and hemodynamic support the patient was maintained on a heparin infusion to prevent thrombosis, with ptt monitoring every six hours targeting a goal range of 50¿65. Due to concern for bleeding, heparin was held overnight per intensive care recommendations. The patient was supported with vasopressors, including levophed, which was weaned as tolerated. Additional intravenous fluids were administered for low filling pressures, and hemodynamics were trended closely. Bleeding, anemia, hematoma formation, and transfusion requirements are known risks associated with impella support, including large-bore femoral arterial access, anticoagulation requirements, and complex coronary intervention, and are consistent with known device-related and patient-related factors as outlined in the instructions for use (IFU). A review of the available information did not identify evidence suggesting the impella contributed to the reported events. The patient survived.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d1 brand name corrected. Medical device problem code a01 is no longer appliable for this report.